Event description:
The user had a sharp stabbing pain. After the single episode of pain, he could no longer hear through the implant. The user has been re-implanted. This report refers to 9710014-2021-00640. For further information please refer to this report.